Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The initial procedure concluded with an unresolved type 1a endoleak. The physician elected to monitored the patient to see if the endoleak resolves on its own. The patient returned for a 6 month follow-up where a CT revealed the type 1a endoleak and type 2 endoleaks. A re-intervention is planned but has not been currently scheduled. As of date of this report no additional patient sequelae has been reported.

Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment confirmed the reported event of the type ia and type ii endoleaks. The reported secondary procedure was not able to be confirmed. Additionally, clinical assessment identified triangular shaped filling defect posterior aspect of both sealing rings from the 2 month post implant review. The most likely root cause of the loss of seal was related to the filling defect in the sealing ring likely caused by an angiographic catheter/sheath left between the sealing rings and the aorta during polymer fill, and also, likely related to the failure to balloon the rings until after the recommended ballooning time of 30 minutes or less. Additionally, there were no known related off-label or cautionary product use conditions that contributed to the event. Associated clinical harms for this device failure included: type ia endoleak and a secondary endovascular procedure-palmaz stent placed across the sealing rings.